Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged tip on the microintroducer sheath was confirmed but the cause is unknown. Two photographs of a damaged 4.5fr microintroducer/dilator/sheath were returned for evaluation. The dilator was inlaid within the sheath and the sheath had not been peeled. The distal end of the sheath contained deformation where the material appeared jagged and was ballooned outward, away from the dilator shaft. The exact root cause of the damage to the distal end of the sheath could not be determined from evaluation of the photos. Possible contributing factors include insertion technique, steep insertion angle, or poor transition of the introducer sheath to the dilator. The microintroducer IFU states, ¿simultaneously advance the sheath and dilator with rotational motion to help prevent sheath damage.¿ if necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "introducer bent and tore at junction of dilator and introducer. New introducer was utilized for PICC placement." No adverse impact to patient or placer.

Event description:
It was reported "introducer bent and tore at junction of dilator and introducer. New introducer was utilized for PICC placement." No adverse impact to patient or placer.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq1521 showed no other similar product complaint(s) from this lot number.